Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No missing segments or partial display was noted. The insulin pump had minor scratches on the display window, cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads.

Event description:
It was reported that the customer had normal blood glucose levels of 102 mg/dl. The customer reported that the insulin pump only has a partial display. The customer reported that the insulin pump was dropped. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.